Event description:
Ous MDR ¿ at implant the physician noted that when screwing the set screw of the atrial channel, the characteristic clicking sound was not heard. The doctor thought there was an issue with the threads of the set screw. The physician decided to complete the implant because the measurements were fine. Impedance was around 1000 ohms. The next day the impedance rose to 4000 ohms, so this device was explanted and returned for analysis. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing a damaged sealing plug of the atrial channel. Furthermore, a set screw not belonging to the device under complaint was found inside the header bore. No other anomalies were noted during the incoming visual inspection. Therefore, the header of the device was analyzed. It was noted that the inner hexagon of the atrial channel was filled with silicon rests from the damaged sealing plug. Mechanical forces applied during the surgery should be taken into account as the root cause of the observed damage. After removal from the silicon rests the set screws could be easily screwed in and out. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was interrogated and the pacemaker's memory content was analysed indicating no anomalies. The battery status was found to be "ok". The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the analysis revealed a damaged sealing plug of the atrial channel whose silicone particles were found in the corresponding inner hexagon. This led most likely to a handicapped fixation of the atrial set screw and thus to the clinical observation. Mechanical forces applied during the surgery should be taken into consideration as the root cause of the observed damage. However, the device proved to be fully functional during its inspection. The analysis did not reveal any sign of a material or manufacturing problem.